Manufacturer narrative:
PMA/510(k) # k083330. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle sheath broke off of the handle when the physician attempted to puncture the mucosa the following information has been received via email on 28aug2023. Sg (B)(6) 2023 1. Did any unintended section of the device remain inside the patient¿s body? No. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. A. Please specify adverse effects and provide details. N/a. The following information has been requested via email on 22aug2023. Sg (B)(6) 2023. 4.1 for all complaints, ask: 1. Are images of the device or procedure available? 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? A. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 5. If the device is a procore needle, is the device damage located at the notch / core trap? A. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? 7. Was the device used in a tortuous position? 8. Was puncture of the target site difficult? 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? 13. Was the device damaged on removal from packaging? 14. Was force required to remove the device? 15. Did the patient require any additional procedures as a result of this event? 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? A. If yes, please specify what was observed and where on the device it was observed. 19. What is the scope manufacturer and model number that was used? 20. Was resistance felt while inserting the device through the scope? 21. Was the scope recently serviced / repaired? 22. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 23. Was the syringe used during the procedure, after the stylet was removed? 24. Was difficulty experienced while retracting the needle? 25. Was it possible to fully retract the needle into the sheath before removing the device from the patient? 26. Was the endoscope in a flexed or twisted position at any time during the procedure? 27. Was the stylet partially removed when advancing the needle into the target site? 28. How many samples were obtained (passes completed) with this needle? 29. Did any section of the device detach inside the patient? A. If yes, please specify: 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? The following information has been received via email on 25aug2023. Sg (B)(6) 2023 additional manufacturing questions: 4.1 for all complaints, ask: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end, approximately 1.5 cm below the handle on the needle sheath 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. A. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. A. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? Yes. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Peri-pancreatic (gastric). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. N/a. 11. If not with the device in question, how was the procedure performed and/or finished? Switch to another cook 19g eus needle, worked. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? Removal of damaged eus needle from the scope with additional tools outside of the patient. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. A. If yes, please specify what was observed and where on the device it was observed. 19. What is the scope manufacturer and model number that was used? Olympus uct-180 20. Was resistance felt while inserting the device through the scope? Yes 21. Was the scope recently serviced / repaired? N/a. 22. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Advancing the needle into the endoscope. 23. Was the syringe used during the procedure, after the stylet was removed? N/a. 24. Was difficulty experienced while retracting the needle? N/a. 25. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. 26. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 27. Was the stylet partially removed when advancing the needle into the target site? N/a. 28. How many samples were obtained (passes completed) with this needle? N/a 29. Did any section of the device detach inside the patient? No a. If yes, please specify: 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the echo-19 device of lot number c2053492 involved in this complaint was returned for evaluation, opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on evaluation of the devices the following was observed: sheath and needle broken approx. 3cm below mlla. Sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2053492 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2053492. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the break could be attributed to excessive force being applied on attachment of device to the scope as it is stated that the user felt resistance while inserting device down the scope and/or difficulty experienced in attaching or detaching the device to the accessory channel port on the scope. This issue might have subsequently caused the difficulty locking the sheath (or needle) in place or slipping experienced during use. Another possible root cause could be attributed to the difficulty experienced when puncturing the target site requiring the endoscope to be in a flexed or twisted position during the procedure as stated in the additional information, leading to the needle and sheath breaking. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle and sheath broke when the physician attempted to puncture. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause for the break could be attributed to excessive force being applied on attachment of device to the scope as it is stated that the user felt resistance while inserting device down the scope and/or difficulty experienced in attaching or detaching the device to the accessory channel port on the scope. This issue might have subsequently caused the difficulty locking the sheath (or needle) in place or slipping experienced during use. Another possible root cause could be attributed to the difficulty experienced when puncturing the target site requiring the endoscope to be in a flexed or twisted position during the procedure as stated in the additional information, leading to the needle and sheath breaking. Complaint is confirmed based on visual and/or functional inspection.